Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd¿ insyte autoguard shielded IV catheter the catheter adapter/connector/hub was not able to connect to mating component. The following information was provided by the initial reporter: the customer stated the "damaged catheter hub, resulting in failure to connect the infusion set. After placing the catheter into a patient, the hcp attempted to connect an infusion set to the catheter hub but failed. Another catheter was thus unpacked and used for placement.¿

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used iag 22 g catheter/adapter assembly and three photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination, the photos and returned sample revealed damage to the inner rim at the luer end of the adapter. The functional test to assess the connection compatibility was performed and the connection was successful. Iso grade lab supplied extension tubing was used to simulate the reported incident but without knowing what connector was used bd was unable to verify a failed connection. The reported issue of damaged catheter hub was confirmed. Although no quality issues were identified during the manufacturing process, the defect is likely related to the manufacturing step where the adapter is loaded onto the grip subassembly.

Event description:
It was reported after use the bd¿ insyte autoguard shielded IV catheter the catheter adapter/connector/hub was not able to connect to mating component. The following information was provided by the initial reporter: the customer stated the "damaged catheter hub, resulting in failure to connect the infusion set. After placing the catheter into a patient, the hcp attempted to connect an infusion set to the catheter hub but failed. Another catheter was thus unpacked and used for placement.¿.